Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, an insulin pen was administered.

Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. Investigation of the device found the needle tip to be damaged, that contributed to bleeding at the pod infusion site. Pod download data revealed an 0x6a (106) hazard alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). Generation of hazard alarm stopped the delivery of insulin. No issues were found in the drive mechanism components that would contribute to occlusion. The actual root cause of the hazard alarm generation could not be determined.